Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1200 mg/dl. The cause of elevated bg was unknown; however customer was having issues with the non-tandem continuous glucose monitor (cgm). Customer was unable to elaborate on how the cgm issues contributed to the event. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.